Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply), ps1 and ps2 power supplies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system failed to boot. No patient serious injury or death was reported related to this event.